Event description:
Vf detected episodes (10 episodes between apr 2020 and dec 2021) showed noise on rv near field channel during in-office follow-up. Trends values appeared stable and tested values were within range. Isometrics did not show any noise. Lead currently remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.